Event description:
Reportedly, during use of the versacore guide wire with a loc guide wire extension in the patient anatomy, the guide wire did not function properly and upon withdrawal of the guide wire, the guide wire and extension appeared damaged where the loc guide wire extension connects to the guide wire. No adverse patient effects occurred. A clinically significant delay in procedure was not reported. No additional information was provided. Analysis of the returned guide wire identified a separated core.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated therapy date. The loc guide wire extension referenced is being filed under a separate medwatch report. Evaluation summary: device evaluation: the threaded portion was separated at the proximal end of the guide wire. The separated portion was returned in the hypotube of the loc guide wire. There was .5 millimeters of the treading protruding out from the hypotube at the separation. Based on the damage noted on the returned guide wire, an attempt was made to get additional information as to when the separation occurred. Clarification was received that the tip of the guide wire did not separate but rather appeared to be damaged where the core meets the tip of the guide wire. The physician could not remember the specifics of these two cases because he uses so many versacore guide wires each month. Scanning electron microscopy analysis results suggest that the core failure may be attributed to ductile overload along the threaded roots. This type of failure suggests that the threaded extension area of the wire was over-bent or over-torqued exceeding the material limitations. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.